Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and was unable to verify the alleged malfunction. However, the stm calibrated the touchscreen and transducers. The stm replaced the compressor due to low pressure output. The iabp was then function and safety tested and released back to clinical use.

Event description:
It was reported that, during use on a patient, cardiosave intra-aortic balloon pump (iabp) monitor was freezing up. No patient harm or adverse event was reported.